Event description:
Same case as MDR ID 2134265-2013-02204. It was reported that during a peripheral intervention, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed target lesion was located in the highly calcified proximal popliteal superficial femoral artery (sfa). A charger balloon catheter was used to dilate the lesion but there was one small section that was resistant causing the balloon to rupture longitudinally during the first inflation at 6 atmospheres. The device was removed intact and exchanged for a second charger balloon catheter that ruptured during the first inflation at 8 atmospheres. The second charger balloon was also removed intact. An unspecified stent was implanted. The procedure was completed with a third charger balloon catheter which was used to post dilate the area and open the lesion. No complication were reported and patient's condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).